Event description:
It was reported the programmer rf head will not auto-identify. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the radiofrequency (rf) head would not auto-identify. The rf head also failed all uplink tests.